Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of interrogation difficulty, the head failed its uplink tests and was not able to interrogate, though it was noted that once the cable was replaced it passed all functional and systems tests. (B)(4).

Event description:
It was reported that the programmer experienced telemetry failure. Follow-up was unsuccessful in determining whether or not the rad iofrequency programmer head had been changed out during initial troubleshooting by the customer and therefore both the programmer and the accompanying programmer head are being reported. Both the programmer and the programmer head were returned for service. No p atient complications have been reported as a result of this event.